Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he is experiencing sensitivity to light and reading difficulties. He stated during the day he needs to wear sunglasses and at night he feels much difficulty, for example, to cross the street due to the light of the headlights. He reported his doctor prescribed medications to minimize the sensitivity. The consumer also reported he has macular degeneration and wears glasses. He reported that before the surgery he had difficulty with far vision, but now he has difficulty with far and near vision. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Add'l info has been requested. (B)(4).